Event description:
Related manufacturer reference number: 1627487-2024-07865 it was reported that patient's ipg was explanted. Reason for explant is unknown. No further information is known.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, an attempt was made to obtain complete event information; however, no further information is known or received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.